Manufacturer narrative:
Follow-up #1: date of submission: 09-mar-2018 - device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: during the investigation, the black box history showed multiple loss of prime warnings with low non- zero and zero force. The pump was exercised for 24 hours with no loss of prime or errors occurring. Force calibration testing passed within specification. Unrelated to the original complaint, the battery compartment was found to be cracked. The display was also found to be dim with reddish text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.